Event description:
As reported by the user facility: bloodline cracked while in use. Not sure where the crack is on the line - saw leakage on the floor. Patient lost approximately 300 cc of blood.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One contaminated sample was provided for evaluation. The returned sample underwent a visual inspection after decontamination, and no visual defects were identified. The sample was subjected to a leak test following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. Results indicated no leakage. Furthermore, the sample was evaluated for occlusion using the testing procedure, and no occlusions or blockages were identified. The reported defect was not confirmed. Based on the results of the sample evaluation, the product met internal specifications. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.